Manufacturer narrative:
Following our receipt of one unit and placed transmitter under microscope and found physical damage to the cow catcher and all connector pins, unable to continue with functional testing or check led anomaly. In summary, the customer complaint of transmitter led not flashing and loss communication anomaly could not be confirmed due to transmitter being damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a no sensor signal. The customer reported no adverse event. The event involved product(s) mmt-7715, mmt-7841zn, mmt-7040ma, mmt-1884. Troubleshooting was performed. The customer reported a loss of communication between the transmitter and the pump. The customer confirmed transmitter serial number is programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. Customer requested to run test plug procedure. No damage reported to transmitter. Led light did not blink when connected to the tester. Customer is calling back with questions or concerns with charging the transmitter after troubleshooting. Customer was advised to replace the product. No harm requiring medical intervention was reported. No product return is required for mmt-7715, mmt-7040ma, mmt-1884. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.